Manufacturer narrative:
Investigation summary: bd quality has reviewed the complaint, service activities, and adverse event questions. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Complaints received for this device and reported condition will continue to be tracked and trended. Additional investigation will be performed if an actionable level is reached.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument experienced a door fail. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: customer noticed that the white cover of the pcr tray b has detached.